Event description:
Customer reported that the device was unable to capture ECG data. No reported pt involvement. Service rep was able to duplicate reported condition. Device was repaired and proper operation confirmed.